Event description:
Affiliate reported that during an itra-operative procedure, csf did not flow through the valve after connection to ventricular katheter, flushing with pressure of 25cm water was possible, but again no flow of csf. Device changed and worked. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, the device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.